Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips; damage found on the strip connector of the meter. The root cause is foreign material on the strip connector.

Event description:
Consumer reported complaint for high blood glucose test results. Colleen daniels from medical equipment at village health mart is calling on behalf of the customer. The expected blood glucose test result range is not known by customer. The blood glucose testing is performed once times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have had recent changes to medication. Comparison of blood glucose test results by customer from truetrack meter, which range about 100mgdl, to trueresult meter, which range about 200 mg/dl. The customer used truetrack meter until october, when they switched to trueresult and noticed about 100mg/dl difference between the readings. The customer's a1c test result was 7.1 about two weeks ago from (B)(6) 2016. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 120 mg/dl and 122 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.